Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer had high blood glucose of 560 mg/dl. Troubleshooting began but was not completed as customer was confused and hung up the phone. Insulin pump is not expected to return.